Event description:
A nurse contacted animas on (B)(6) 2011 alleging a patient using subject pump was hospitalized for dka. The reporter claimed the patient had been obtaining multiple "hi" (blood glucose > 600mg/dl) readings over past week leading up to hospitalization with symptoms of nausea and vomiting. The nurse informed animas customer support (cs) that the patient's blood glucose (bg) at time of arrival to hospital was 621 mg/dl. The reporter stated the patient was disconnected from pump and placed on insulin drip. The reporter confirmed the patient's bg responded and the following morning bg was in 100 to 133 mg/dl range. At the time of initial troubleshooting, during review of pump, the nurse noted the date and time of pump were incorrect, there were multiple suspends (up to 10 per day) over a 2 week period and multiple low battery and replace battery alarms. The nurse also mentioned there were multiple missed meal boluses in days leading to hospitalization. During a follow-up call with the patient's mother, she informed cs that patient changed site/set the day prior to being hospitalized. The nurse informed animas customer support that the patient had been hospitalized for dka at least 10x prior to starting on pump. This complaint is being reported because the patient was treated for hyperglycemia by an hcp while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Evaluation also revealed a cracked and scratched display lens and a damaged clip grove on the pump casing. These issues have no effect on the pump insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.